Event description:
Sudden high thresholds were recorded 3 months post change out. Both ra and rv leads were found bound together and abraded from a periosteal capsule on the clavicle. This lead was explanted. Should additional information become available, this report will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.